Event description:
The one touch profile meter was giving inaccurately low readings. In february 2006 in the evening, the patient obtained the blood glucose results of '40's mg/dl and 50's mg/dl' on the reported meter. At that time the patient was experiencing the symptom of stumbling when walking, and loss of bladder control. The patient ate a candy bar following the use of the meter. Because of the symptoms, the patient's son took her to the hospital, where her blood glucose was tested to be 'very high', specific result unknown. Her diagnosis was congestive heart failure and kidney failure due to diabetes. The patient was treated with insulin intravenously and other medication not specified. The patient tests her blood glucose level three times per day. The patient is visually impaired, yet does not allow her son to help her use the meter. Her sister state she knows the patient has not been programming into the meter the correct calibration code number for the test strips in use, which can cause inaccurate results. The patient takes insulin, type and dose uknown. The patient had been obtaining low blood glucose readings on the meter for several days, and would eat a candy bar three time per day. Due to the low readings obtained on the reported meter, the patient had decreased her insulin doses. The reporter was unable to provide the customer care advocate any further information regarding the patient's use of the reported meter and test strips. The meter, test strips and control solution were replaced. Although the patient had not entered the correct calibration code number into the meter, she obtained low blood glucose results and adjusted her diabetes therapy based on these readings, suffered a hyperglycemia event, and required emergency medical attention. Therefore this incident is being reported as an adverse event.